Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user in training experienced repeated ¿unable to proceed¿ screens and a restart ilet alert 41 associated with an insulin shaft rewind error, which persisted despite multiple restarts and occurred without any cartridge or supplies installed, leading to a decision to replace the device. Symptoms included no adverse clinical effects and no impact to blood glucose because therapy had not been initiated. Outcomes included device replacement and user instruction to shut down the device and continue cgm use separately. Investigation included remote troubleshooting and review of device behavior. Investigation included customer service troubleshooting and receipt of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.